Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to attempt several troubleshooting steps, but the pump remained nonfunctional, displaying a red led and vibrating periodically, leading to the decision to replace the pump. The caller was informed about receiving a pump with updated software and provided with instructions to return the defective pump using a prepaid label. The customer was advised to use multiple daily injections as a backup therapy until the replacement pump was received.